Manufacturer narrative:
Na

Event description:
The patient was referred for pacemaker implantation after an unsuccessful attempt to implant a transvenous pacemaker for 2nd degree hb. The patient underwent another procedure to place an epicardial pacemaker through a sub-xiphoid approach. This lead was initially placed without difficult but subsequently repositioned due to inability to capture at 10.0v/0.5 ms. After repositioning, capture was demonstrated at 1.2v/0.5 ms. Final I/o testing was uncomplicated and found tot have 4.7 ms r-wave/45 ohm (uni) / 1.75 v at 0.6 ms pw capture threshold. Mode vvi 50/ 5.0v/0.6 ms. The patient was successfully discharged to the recovery room. A phone call was received form the recovery room to inform tss that they were coding the patient. Tss arrived to interrogate the pacemaker and found the pacemaker not able to capture at max amplitude and a low amplitude r-wave. The patient was subsequently transferred to the cardiac ICU. Re-evaluation of pacing and sensing thresholds by tss found the pacemaker was still unable to capture. The implanting physician, (B)(6) suggested that CPR that was performed may have dislodged the lead.